Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air was observed in the syringe while aspirating the sheath. During preparation for an ablation procedure, a polarsheath steerable sheath was selected for use. While preparing and aspirating the sheath, air was consistently observed inside the syringe. No fluid leak was noted. The sheath was replaced, and the procedure was completed successfully without patient complications. The device will not be returned for analysis, as it is considered to be contaminated due to use.